Manufacturer narrative:
H4: the lot was manufactured from april 08, 2020 - april 09, 2020. H10: the device was received for evaluation. Unaided visual inspection was performed which observed a tear at lower left side edge of the bag. Functional testing was performed which revealed a leak at the affected area. Additional magnified inspection observed a tear/hole were the leak occurred. The reported condition was verified. The cause of the tear/hole could not be determined. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
Initial reporter postal code: (B)(6). Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a 500ml eva (ethyl vinyl acetate) tpn (total parenteral nutrition) bag was leaking. The device contained ¿compounded smof lipid parenteral nutrition¿ further described as a compounded neonatal lipid bag. The location of the leak was unknown. This issue occurred at the hospital prior to use. There was no patient involvement. No additional information is available.